Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported noise was observed on the right ventricular channel. The patient was asymptomatic. Noise was not reproducible in clinic. The lead was explanted and replaced. No further information is available.